Event description:
The device stopped functioning after the patient sustained a head trauma. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.